Event description:
A device was returned to a third-party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. It was alleged that the ds log unretrievable due to error 7050 an error occurred while attempting to initialize the com port. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The device was scrapped.